Event description:
Pt had reconstructive pelvic surgery for extensive polyadhesions and endometriosis. Goretex anti-adhesion barrier and intergel was placed. At time of 2nd look laparoscopy 10 days later pt had extensive reaction not previously seen by this surgeon.